Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to come on. The customer's blood glucose level was 365 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.